Event description:
The caller was the customer's husband. He stated that his wife had tested at 94 mg/dl around 5pm. He gave her some juice because she wasn't responsive. When that didn't work, he called the paramedics. They tested her blood sugar at 44 mg/dl. The paramedics gave her a glucose shot. After the customer was taken care of, the paramedics compared the elite basic with their meter. The elite read 174 mg/dl vs. 202 mg/dl. When the paramedics left at 5:45pm, the caller's wife tested at 159 mg/dl. An hour later, during dinner, the caller noticed that his wife looked sluggish and funny. He tested her sugar around 7pm and it was 34 mg/dl. He had her eat and she was then ok. Check strip results were within range - 104 (range 95-115). Meter was coded correctly. Control test results of 78 and 82 were within range (72-104). Customer service discussed correct techniques and found customer had good technique. Customer is sending back meter and customer service is replacing the meter and strips.